Event description:
As per sales representative a medpor cranial temporal implant was removed along with screws and plates that they had put in a week before. Removal was performed due to infection.

Manufacturer narrative:
Device not returned for evaluation as it was kept by the hospital. If additional information is received, it will be reported on a supplemental report. Device kept by the facility.